Manufacturer narrative:
Date of event: event occurred within the year 2020. 510k: this report is for an unknown screws: trauma /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date that the patient experienced post-op pain due to one broken screw, and two loose screws. On (B)(6) 2020 the patient underwent surgery for a fractured pelvis. The surgeon implanted plates, screws to fix her pubic symphysis, and rods and washers in her fractured sacrum / si joint. Approximately six months after receiving the implants the patient presented with pain and discomfort. Upon examination of imaging, it appeared that some of the screws were coming loose and one of the screws had broken off in her pelvis. On (B)(6) 2020 a removal surgery was performed, and all devices were removed except the broken screw and two washers. The broken screw and two washers were embedded into the bone. Concomitant devices reported: screws: trauma (part number unknown, lot unknown, quantity 2), washers (part number unknown, lot unknown, quantity 2). This report involves one (1) unknown screws: trauma. This is report 3 of 5 for (B)(4).